Event description:
The pt had three cypher stents implanted. During the procedure, a dissection occurred after implantation of one of the three cypher stents. Several days post-procedure, the pt reported shortness of breath and chest pain.